Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned balloon catheter found blood and contrast visible in the inflation lumen and the loosely-folded balloon, which is consistent with the reported use of the device and a leak or balloon rupture. A new indeflator was used in an attempt to pressurize the catheter, but the balloon was unable to inflate. However, after the device was left pressurized in attempt to dissolve the dried blood and contrast in the inflation lumen, the analysis confirmed that there was a pinhole in the balloon located 3 mm distal to the proximal shoulder. Scanning electron microscopy determined that the balloon failure may have been attributed to mechanical damage on the outer surface of the balloon. The inner member in the vicinity of the balloon leak also exhibited pinched material and mechanical damage. Since there was no report of any leaks noted during preparation for use, this suggests that the balloon and inner member were not damaged prior to the procedure. The lesion was also characterized as calcified and more than 70% stenosed, which likely contributed to the reported difficulty. The balloon material and inner member likely became damaged (scratched) from interactions with other devices and/or the tortuous and calcified lesion, such that the balloon ruptured upon inflation attempt. To ensure this type of damage is not a result of a potential product related deficiency, all dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify the rated burst pressure (rbp) and balloon integrity. Balloon material ruptures can be affected by numerous factors including, but are not limited to: balloon damage during processing of the balloon material, materials, inflation technique, interaction with other devices, a previously implanted stent, lesion calcification and tortuosity or insufficient preparation prior to use. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot and all lot release testing met manufacturing criteria. Furthermore, a query of the complaint-handling database did not reveal any other incidents reported from this lot, suggesting that there are no lot specific product quality deficiencies. The reported balloon rupture and noted damage appear to be related to circumstances of the procedure and not a product quality deficiency.

Event description:
It was reported that the voyager nc balloon ruptured when inflated to 10 atmospheres in the left anterior descending artery. Another same-sized balloon catheter was successfully used to complete the procedure. No adverse patient effects were reported. No additional information was provided.

Event description:
Subsequent to filing the initial medwatch, the following information was received. The lesion was calcified with stenosis greater than 70%.